Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting from technical support and switched to using multiple daily injections (mdi) as a backup form of insulin therapy.